Event description:
General report received of "ruptured" tubings in the pediatric unit. There was no documentation of any of the unspecified number of events. All tubings were discarded. There were no adverse pt events. All tubings were reported to have ruptured near the distal clave access site. None of the pumps involved in any of the events were isolated or identified by serial number. Though requested, there was no additional info available.